Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2267 was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's service center regarding a system error 2267 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) explained the alarm. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were used. The patient line had not separated from the transfer set. The patient had not initiated therapy before being connected. All of the bags were properly connected. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) said did that he did not disconnect. There were no leaks, and the patient had no unused lines. The hp cycled the power and a system error 2367 occurred. The tsr assisted the hp to retrieve the cassette, and advised him to let his registered nurse know about the alarm. The hp would follow up with manual supplies. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.